Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery while customer was sleeping. Customer stated that she removed the set and battery. Customer's blood glucose was unknown. Customer reported that the alarm was resolved by infusion set changed. Customer declined to return the reservoir and infusion set. Advised customer the infusion set would be replaced. No further information provided.